Event description:
Customer called to report that the insulin pump alarmed check settings during rewind. Customer's blood glucose reading was 576 mg/dl. Advised the customer that the check settings alarm will always occur after exiting the training mode. Advised customer to monitor the pump. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.